Manufacturer narrative:
(B) (4) conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an unk procedure on (B) (6) 2009. The reservoir functioned properly upon the first activation. Then, the locking plate of the reservoir was too tight to be locked upon reactivation. There was no adverse consequence to the pt.